Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which they understood and acknowledged.